Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-nov -2017 with the following findings: a review of the black box data showed that partially discharged batteries had been installed on 05-sep-2017 resulting in replace battery alarms. The pump was returned with corrosion in the battery compartment and the battery compartment was cracked on the side from the threads to the cover. A leak test failed due to a battery compartment leak. No damage was found to the returned battery cap and the cap was able to attach securely; the pump powered on with the returned cap. During testing, current draws measured within specifications. The complaint of a battery life issue was not duplicated during testing. The pump cover was removed and no further evidence of internal moisture was observed; no loose components were observed inside the pump.